Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2017-02842 and 16271487-2017-02843. This patient is implanted with two anchors from same lot. It was reported the patient developed an infection at the pocket site and midline incision. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted. Cultures were taken and were positive for (B)(6)